Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer had a leak in their reservoir of their insulin pump. The patient's blood glucose level was at 104 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the reservoir should be changed. The leak was from the transfer guard. The customer did change the reservoir but did not return the used reservoir back for analysis. No further information was provided.